Event description:
The haptic of the lens was found to be bent after it was implanted in the pt's eye. The doctor enlarged the incision to remove and replace the lens, and stitches were placed.

Manufacturer narrative:
See MDR 1920664-2009-00119 for the intraocular lens used with this delivery device.